Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank even after resting. Customer was advised that insulin pump would be replaced. Customer's blood glucose was 8.3 mmol/l.

Manufacturer narrative:
No unexpected display anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No vibration from vibrator motor during self-test due to connection for connector on printed circuit board partially plugged in. Securely plugged in connector with vibrator motor passing after re-test. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.